Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the unit has not been returned technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered caused by another device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed, 24mm in length, concentric lesion, containing a <45 degree bend, being treated was and located in the mildly tortuous and mildly calcified mid left main (lm) artery to the ostial left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick2 balloon, inflated to 20atms for 20 seconds. The physician deployed a 3.50x24mm promus element stent, inflated to 18atms for 10 seconds. Then, the physician attempted to post dilate the stent with a 4.5x15mm quantum apex balloon, but was unable to cross the stent. Upon withdrawal of 4.5x15mm quantum apex balloon, the physician noticed the 3.50x24mm promus element stent "crimped (foreshortening)". Therefore the physician deployed a 4.0x 12mm promus element stent and post dilated with a 4.0x 20mm quantum apex balloon. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.